Event description:
Complainant alleged that during functional testing, the device displayed "pacer fault" and "defib fault 72" messages. Complainant indicated that there was no pt involvement in the reported malfunction.